Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified below the knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition was good.